Manufacturer narrative:
Account found that the bed had a defective power control module board. Account replaced the power control module board to resolve the issue.

Event description:
Account alleged that the bed had no power functions at the siderails.